Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was digging into her skin and causing indentations on the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that she can remove the lifevest as needed. Follow up indicated that the patient's skin irritation improved.